Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter was blocked and clogged. Reportedly the physician had diagnosed this on (B)(6) 2014 and the patient was in terrible pain since. The patient was to have a magnetic resonance imaging (MRI) scan on (B)(6) 2015 but they would not perform the MRI without and ID card and pump information. The patient¿s clinic had told the patient that the company made a request to the patient¿s insurance for a catheter replacement. The patient was waiting for insurance information regarding the catheter replacement. This device system delivered dilaudid. Additional information was requested to clarify event details, troubleshooting, resolution and current patient status. Should additional information be received a supplemental report will be filed.